Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed, and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
A health professional reported that, following intraocular lens implantation surgery, the patient was unable to see clearly at a distance or near in the left eye. Hence the lens was explanted and replaced with another company lens in a secondary procedure. The clinical reason for the explant was refractive surprise. The patient's issues were resolved and there was no further impact to the patient. The surgeon's prognosis was good. Additional information has been requested but is not available at the time of this report.